Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. A field service engineer reseated all cables at the back of the drawer and ensured they were secure. Successfully tested the drawer using the hardware test application and confirmed that the customer was able to recover the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there was a multiple drawer failure that could not be resolved, and maintenance was requested. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.